Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through 410psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified was underweight, had an extended opening, ans red particles in the shell and crease flat. A microscopic analysis was performed which identified, one opening sharp on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp opening on radius assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Device has been explanted.